Event description:
Caller reported an advantage system blood glucose result of 24 mg/dl. He had no symptoms, but drank 12 ounces of watermelon juice based upon the result. Same system retest result in 5 minutes was 88 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.